Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: medwatch (B)(6) - aviva plus strips lot # 491641; medwatch (B)(6) - aviva plus strips lot # 493594. This medwatch is for aviva plus strips lot # 491641. No product to return.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: with strip lot 491641, 95 mg/dl and 323 mg/dl and with strip lot 493594, 96 mg/dl, 377 mg/dl, and 291 mg/dl. No death or serious injury reported. There are no remaining strips to return from lot 491641. Requested return of suspect device and replacement was sent.